Event description:
Pt stated tubing was leaking at the filter. Tubing checked by rn on 10/25/96 and leak was noted at top of filter. Pt instructed to notify nurse if further problems with tubing but in the future if such problems occur pt should change tubing and resume infusion rather than miss a treatment. Event occurred 10/24 but she did not notify home health until 10/25/96.